Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown.  The patient was hospitalized for two weeks for this event. Treatment for the peritonitis was not reported. At the time of the report, the patient had been discharged from the hospital and was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.